Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported the right part of the eye at four o¿clock and eight o¿clock appeared like an improper formation of a bubble and the flap was not "catted" in this part during a flap procedure. The doctor needed to use force to finish the procedure but it was not easy to lift. After the doctor opened, the place on the flap looked elevated on the cornea instead of a smooth surface. There are multiple related reports for this event. This report addresses patient ph's right eye and other manufacturer reports will be filed.